Event description:
The biomedical engineer (bme) reported that there was a kernel_stack_inpage_error blue screen on the central nurse's station (cns) display. Nihon kohden technical support (tech support) advised them that cns is at end of service / end of support and that the cns-6201a is its replacement; cns-6801a is also an option. They are aware and advised him of a possible troubleshooting step which is hard restarting the cns. He did that and after the cns powers on, it is no longer in the blue screen. However, the cns application did not load after more than 10 minutes. The users tried to open the cns-9700 application, but nothing happens. Tech support advised him that this could be a hard drive / software issue. Cns-9701a only has one hard drive. No physical damage / fluid intrusion. The nurses transferred the telemetry transmitter channels to their two other monitors, so they can monitor patients. This site is scheduled to upgrade to the new cns on june 14th, 2021. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was a kernel_stack_inpage_error blue screen on the central nurse's station (cns) display. Nihon kohden technical support (tech support) advised them that cns is at end of service / end of support and that the cns-6201a is its replacement; cns-6801a is also an option. They are aware and advised him of a possible troubleshooting step which is hard restarting the cns. He did that and after the cns powers on, it is no longer in the blue screen. However, the cns application did not load after more than 10 minutes. The users tried to open the cns-9700 application, but nothing happens. Tech support advised him that this could be a hard drive / software issue. Cns-9701a only has one hard drive. No physical damage / fluid intrusion. The nurses transferred the telemetry transmitter channels to their two other monitors, so they can monitor patients. This site is scheduled to upgrade to the new cns on june 14th, 2021. No patient harm was reported.